Event description:
It was reported that in preparation for a carotid stenting procedure, a premature stent deployment occurred. Outside of the body during preparation, the carotid wallstent delivery device was being flushed with saline and the outer sheath slipped back and the stent prematurely deployed partially. The procedure was completed with another of the same devices, and no pt complications were reported. Pt status was reported as 'good'.